Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) indicated for spinal pain. It was reported that the patient¿s ins site felt funny when they used their vibrator. It was not painful but they were aware of it. The patient had not used it since. It was noted that the ins had to be put in the ¿tush¿ because the patient had lost so much weight. The patient noted that they were still on codeine, but was down from 7 a day to 1.5 to 2 a day and would probably be on that for the rest of their life so they couldn¿t remember things. The patient got the device to help because of a fall that smashed vertebrae together and they glued those apart, and the patient had no problem with those but their osteoporosis kicked into high gear because of that.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.